Event description:
It was reported that externalized conductors were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 12.3-13.0cm, 12.3- 13.5cm and 40.1-41.0cm from the distal tip electrode, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were noted at 7.3-10.8cm from the distal tip electrode. Internal insulation abrasion was noted at 12.5-14.1cm and 42.5-43.6cm from the distal tip electrode. The etfe coating was intact at all abrasion locations.